Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device observed by the unaided eye. However, there was a green discoloration/residue on the valve of the inflation assembly at the proximal end of the device. A syringe was used to inject 15cc of air into the cuff balloon and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times and no leakages were noticed. For further analysis, a leak test was performed by submerging the cuff and inflation assembly, at separate times, under water and bubbles (leakage) occurred around the pilot balloon/inflation valve. Under magnification, there were small gaps/cracks in the outside diameter of the valve where the aforementioned green colored discoloration was located. Electrically, for additional analysis, resistance from end to end shall be less than 200 ohms and the actual measurements were 30.9 ohms (blue), 45.2 ohms (blue with white stripe), 25.2 ohms (red), and 42.1 ohms (red with white stripe) which all electrodes were in specification. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroidectomy procedure, when the anesthetist inserted the endotracheal tube into the patient's body, they found that the cuff was leaking. The anesthetist tried to re-inflate the cuff, but it continued to leak. Therefore, the anesthetist replaced it with a new endotracheal tube, causing a surgical delay of about one minute. On follow-up, it was reported that the leak was evident when trying to inflate the cuff to establish the airway during the intubation process. The cuff and tube had been checked prior to use to ensure proper functionality and were found to be functioning properly. The issue with the tube was not discovered prior to intubating the patient and was identified only after the cuff was inflated and the airway was established. Reintubation was done with a new tube. There was no obstruction; the user could establish the airway, but the cuff was leaking. The anesthetist heard the sound of air leaking from the cuff. The cuff of the tube was deflated prior to repositioning and then reinflated once the patient and tube were settled. Intracuff pressure was not monitored. No unexpected anatomy or difficult intubation was noted that may have affected the use of the device. A bite block was not used to secure the device and protect the tube. Air was used to inflate the cuff. There was no patient impact.